Event description:
Procedure type: unk. According to the reporter: the converter on top of the device fell off into the patient's cavity. The piece was retrieved from the patient. The operating time and incision were not extended as a result. No patient injury. No patient injury was reported . No other information available at this time.

Manufacturer narrative:
.